Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided.

Event description:
It was reported that the filter will not hold fluid. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 31-aug-2022 and attached in complaint: the spreadsheet is accurate. Two lot 3984200 failed. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received via email from customer on 08-aug-2022 and attached in complaint: the staff primed the line and everything seemed to be looking good and then the next thing they knew the filter was completely empty but the tubing distal to filter still had fluid. No evidence of leaking. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 02-jun-2020.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-13545. The report was submitted in error.